Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due high rate non-sustained episodes and numerous short v-v intervals on the right ventricular (rv) lead. It suspected the lia triggered due to t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.